Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from 100% to 40% within one day. In addition, the insulin gauge was observed to be inaccurate after loading a cartridge with approximately 300 units. The customer¿s blood glucose (bg) level was 300 (mg/dl) with trace ketones. A manual injection was delivered to address bg level. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. The alleged fill estimate malfunction could not be verified.